Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital and was taking some pain medicine for gastro paresis. Customer stated that the he went to his health care provider who told him to go to the emergency room. Customer was visited the emergency room on (B)(6) 2016 with a blood glucose level of 213 mg/dl. Customer was given medicine to go to the bathroom and to settle his stomach. Customer was wearing the pump at the time of the hospitalization. Customer was advised that emergency supplies are being sent.